Event description:
It was reported via clinic notes that the patient wanted her vns explanted due to an increase in seizures which she believed was being caused by the vns. The patient was noted to still be having seizures, and later notes specify that the patient was having more frequent drop seizures. The notes state that the patient recently ingested all her medication at once, but it was unclear if the patient's medication overdose was related to her increase in seizures. No additional relevant information has been provided to date. No surgical intervention has taken place to date.

Event description:
The patient reportedly no longer wanted the vns to be removed. The notes from a recent clinic visit did not mention the previously-reported increase in seizures, so the nurse could not state what was believed to be the cause of the seizure increase. The clinic notes also did not specify the patient's seizures relative to her pre-vns levels. The nurse was unsure whether the seizures were truly related to vns. The patient's settings and diagnostic test results were not checked at the recent clinic visit. No additional relevant information has been provided to date.